Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon asked to check some instruments in the set. One of the poly driver tips has approx 2mm of distal tip sheared off (lot number starts w x). Missing piece cannot be found and it is unknown when it broke. The other poly driver tip is twisted and was removed . The final tighteners tips appear to be slightly stripped and require more force to reach torque limit.

Manufacturer narrative:
The mini-polyaxial screwdriver (product code: 2883-04-000, lot numbers: x1008) were returned to the customer quality unit. The remaining screwdriver from lot x1008 features a broken tip. The remainder of the tip was not provided for evaluation. The driver was subsequently submitted for fracture analysis. Optical imaging of the returned driver reveals plastic deformation at the hex head, indicating a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex feature and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is a torsional shear failure due to unexpectedly high forces placed on the tip during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.